Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arms on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient was doing chores when she experienced malaise and dizziness. The egv was 169 mg/dl. She attempted to go downstairs to check the bg and fell. She hit her left jaw causing her teeth to break. She was assisted by her child to check the bg which was 51 mg/dl. She drank a gel and orange juice. After about 30-45 minutes, the unspecified value got up to 100 mg/dl. The patient did not mention specifically about going to the hospital when the incident happened. At the time of the report 2 days after the episode, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.